Manufacturer narrative:
Returned product consisted of a angiojet spiroflex thrombectomy system.. Visual and tactile inspection of the outer shaft noted that there was a kink and a hole approximately 66cm from the hub of the catheter. There is no evidence that the complaint device failed to meet applicable product specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on 18 december, 2015. It was reported the spiroflex angiojet thrombectomy set was inserted and did not operate as it should have. No complications were reported. However, the returned product analysis revealed a hole in the outer shaft.